Manufacturer narrative:
As reported, an 8mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used for pre-dilation. It was inflated with a ¿dilator¿; however, pressure could not be applied, and it was judged to be a balloon rupture. Therefore, the device was replaced with a same size new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The lesion was the right common iliac artery. An ipsilateral approach was made from the right femoral artery. An acute, tortuous and calcification were moderate. An unknown wire crossed the lesion. The device was not returned for evaluation. A product history record (phr) review of lot 82202913 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of acute and tortuous with calcification likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 82202913 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 4cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used for pre-dilation. It was inflated with a ¿dilator¿; however, pressure could not be applied, and it was judged to be a balloon rupture. Therefore, the device was replaced with a same size new balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The lesion was the right common iliac artery. An ipsilateral approach was made from the right femoral artery. An acute, tortuous and calcification ware moderate. An unknown wire crossed the lesion. The device will be returned for evaluation.